Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to myopotential oversensing of noise while in bed. After testing the system and discussing options, the s-ICD was reprogrammed from the secondary to primary vector and remains in service. No adverse patient effects were reported.